Event description:
It was reported that an 18cm lgx inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. It is unclear if a 21cm x 12mm or an 18cm x 12mm lgx ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that an 18cm lgx inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. It is unclear if a 21cm x 12mm or an 18cm x 12mm lgx ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the physician initially attempted to implant the 21cm x 12mm ipp. However, the sizing was incorrect for the patient. A 18cm x 12mm lgx ipp was implanted. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that an 18cm lgx inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. It is unclear if a 21cm x 12mm or an 18cm x 12mm lgx ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the physician initially attempted to implant the 21cm x 12mm ipp. However, the sizing was incorrect for the patient. A 18cm x 12mm lgx ipp was implanted.